Event description:
It was reported that the patient was not pacing dependent on the device for normal function. It was noted that noise leading to oversensing was observed on the right ventricular (rv) lead. The noise was not reproducible in clinic. The lead was being monitored. The patient was stable.